Manufacturer narrative:
Sections with additional information as of 16-nov-2021: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: product were not retuned for investigation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications mlc-028: there was not enough information to determine the mlurc.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: shaking. Meter and test strips were not returned for evaluation. Manufacturer unable to contact customer to ensure the customer's condition had improved - customer declined to provide name and telephone contact number.

Event description:
Consumer called for assistance in performing a blood test. Customer did not report a complaint associated with the products. At the time of the call the customer reported that she was shaking; medical attention was not needed at the time. Coordinator had initially spoken with customer. Call had been disconnected during transfer to technician. Customer had declined to provide a name or a telephone contact number; technician was unable to follow-up with the customer via telephone, no further information was able to be obtained.